Event description:
Information was received from a healthcare provider via a manufacturer representative regarding setscrews used for spinal surgery. Pre-op diagnosis lumbar disc herniation. Procedure performed was lumbar intervertebral disc herniation, posterior disc removal, and posterior lumbar screw fixation. It was reported that intra-operatively, the set screw slipped. The setscrew came in contact with patient. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.